Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for right side "rupture", "the right breast began to bother. Rare burning sensation under the breast", "the burning sensation intensified and every day the pain became brighter and brighter, already unbearable without painkillers. Patient also reported "level of iron (ferritin) dropped sharply to 36 units, anemia, dizziness, consistently regular fatigue, apathy, tearfulness and headache, metabolism was disturbed fluid stagnation in the tissues and swelling appeared. Further problems with the ovaries began, presence of hormonal disruption in the body and presence of an inflammatory process. Poor blood counts, anemia, and weakness gradually led to endometriosis, endometriotic cyst on the left ovary, as well as lesions in the abdominal cavity, hair began to fall out actively" - these events are not device related. The device has been explanted and replaced.